Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have melted plastic at the distal tip near the jaws. No known impact or patient consequence was reported isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected while in sterile processing where the reported damage was noted at the start of reprocessing. There was no report of arcing or patient injury during the prior procedure in which the instrument was last used.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.